Manufacturer narrative:
Further evaluation was performed on the returned lens. The lens hinge thickness and hinge angle met specifications. The product evaluation does not support the reported event of lens vaulting. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the limited event information provided and the fact the lens hinge thickness and hinge angle were all within specifications, we are unable to determine the root cause. No corrective action is necessary at this time.

Manufacturer narrative:
The lens was returned for evaluation in a dried condition. Visual inspection found the lens cut or torn in half at one haptic plate onto the optic. Half of the lens has one haptic attached and the other half has three haptics attached. All four haptics are bent. The investigation is ongoing.

Event description:
It was reported that an intraocular lens (iol) was explanted six days post implant due to severe anterior vaulting. The lens was replaced with a lens of a different model and diopter. Though requested, no additional information has been received.